Event description:
It was reported that the user disconnected the ilet pump for charging and, upon reconnection, the device displayed ¿pairing with sensor¿ and did not receive dexcom g7 glucose readings, consistent with signal loss between the cgm and the ilet following separation from the pump. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of glucose data display on the ilet. Investigation included customer troubleshooting and user education. Investigation of this case revealed that the device experienced loss of cgm communication and subsequently attempted to reconnect. It was concluded that the event was attributable to loss of wireless connectivity between the ilet and the dexcom g7, with device function restored expected upon reconnection after waiting.